Manufacturer narrative:
Additional, changed, and/or corrected data: h6. No observations are performed for the complaint as the event is insufficient information. It is not possible to determine the lot number or catalog through the photos provided. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported "deformed prosthesis". Device has been explanted. Healthcare professional reported deflation and capsular contracture baker grade I.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation

Event description:
Healthcare professional reported right side "deformed prosthesis". Device has been explanted. Healthcare professional later reported deflation and capsular contracture baker grade I.